Event description:
It was reported that during a percutaneous transluminal coronary angioplasty/stent procedure, following successful implantation of the multi-link a good angiographic result was obtained. Post dilatation of the stent with another co's balloon catheter at 14atm resulted in coronary perforation of the middle portion of the stented area. The pt underwent coronary artery bypass graft surgery and reportedly no other complications occurred.